Manufacturer narrative:
Sorin group received a user medwatch report (B)(4) stating that, during vein harvesting, blood infiltrated the clear plastic cap of the vascuclear precision bipolar, which should be sealed. There was no report of patient injury. The device has been requested for evaluation. A follow-up report will be sent when the investigation is complete. Device has been requested for return.

Event description:
Sorin group received a user medwatch report (B)(4) stating that, during vein harvesting, blood infiltrated the clear plastic cap of the vascuclear precision bipolar, which should be sealed. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a user medwatch report ((B)(4)) stating that, during vein harvesting, blood infiltrated the clear plastic cap of the vascuclear precision bipolar, which should be sealed. There was no report of patient injury. One optical vessel dissector was returned to sorin group USA for evaluation. Visual inspection confirmed that blood was inside the tip of the optical dissector. The device was subjected to simulated use and leak testing and the reported issue could not be reproduced. The device functioned according to specifications and no water or dye solution entered the tip of the device. As the issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. Previous similar cases have resulted from the user failing to properly vent the device with gas according to the IFU. Sorin group will continue to monitor for trends related to this type of issue.